Event description:
Event description: a peritoneal dialysis (pd) patient contacted (B)(6) customer service to report that she barely used exsept because it made her breakout. The patient stated that after she used it, within the same day she would be covered in blisters. No new order was needed as the patient would not be using exsept anymore. The patient involvement was unknown. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".